Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device had cracked reservoir tube lip, minor scratches on the display window, cracked case at display window corner, cracked battery tube threads, stained end cap sticker, and scratched reservoir tube window.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 115 mg/dl. He didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.